Manufacturer narrative:
There is no available information regarding the event date. However, it was reported that the pain occurred during the procedure which was performed on (B)(6) 2018. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted during a sacrocolpopexy procedure performed on (B)(6) 2018. According to the complainant, after the procedure, the patient had lower back pain and infection. She was then admitted to another healthcare facility, and was diagnosed with osteomyelitis of the sacrum. The patient was then transferred back to the facility where the device was implanted where the doctor robotically removed the tail of the y-mesh, as well as a bit of the distal portion of the mesh. Reportedly, the doctor stated that the previous hospital claimed that the infection was due to the infected mesh. The patient's current condition is reportedly stable and improving. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The event date has been approximated to (B)(6) 2019 the date of the procedure for partial mesh removal. It is unknown what date the pain and osteomyelitis of the sacrum manifested. However, the device was originally implanted in october 2018 and the event occurred after the device had been implanted. The exact implant date is unknown, but reportedly was in (B)(6) 2018. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant reported that another healthcare facility claimed that the patient's infection was due to "infected mesh." The complainant did not allege this, and there is nothing to indicate that the patient's infection was due to the device, or that the device was in any way compromised. Although the lot number of the device was not reported, a customer shipment history search was performed to identify the most probable lot associated with the complaint. This search revealed that lot c003690 is the most probable lot. A device history record (DHR) review performed on the identified lot confirms that the device was manufactured in accordance with the device master record and met manufacturing specifications at the time of release to distribution. Further, the expiration date of lot c003690 is april 30, 2021.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted during a sacrocolpopexy procedure performed on (B)(6) 2018. According to the complainant, after the procedure, the patient had lower back pain and infection. She was then admitted to another healthcare facility, and was diagnosed with osteomyelitis of the sacrum. The patient was then transferred back to the facility where the device was implanted where the doctor robotically removed the tail of the y-mesh, as well as a bit of the distal portion of the mesh. Reportedly, the doctor stated that the previous hospital claimed that the infection was due to the infected mesh. The patient's current condition is reportedly stable and improving. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. It was reported to boston scientific corporation that an upsylon y-mesh device was implanted during a sacrocolpopexy procedure performed on october 2018. According to the complainant, after the procedure, the patient had lower back pain and infection. She was then admitted to another healthcare facility, and was diagnosed with osteomyelitis of the sacrum. Reportedly, that hospital claimed that the infection was due to "infected mesh". The patient was then transferred back to the facility where the device was implanted. There the doctor robotically removed the sacral tail of the y-mesh, as well as a bit of the distal "y" portion of the mesh. The patient's current condition is reportedly stable and improving. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.